Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The cobas e801 serial number was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin b12 ii results not matching between a cobas e411 analyzer and a cobas e801 analyzer. Sample 1 had a result from the e411 of 218.8 pg/ml. The repeat result on (B)(6) 2024 was 257.5 pg/ml. On (B)(6) 2024, the result from the cobas e801 in another laboratory was 191 pg/ml. The same sample was tested on another platform, "autobio autolumo a2000plus"; the result was 161.433 pg/ml. Additional comparisons: sample 2 result from the e411 was 395.4 pg/ml and the result from the e801 was 293.0 pg/ml. Sample 3 result from the e411 was 254.2 pg/ml and the result from the e801 was 159.0 pg/ml. Sample 4 result from the e411 was 250.4 pg/ml and the result from the e801 was 106.0 pg/ml.